Event description:
A malfunction was reported after a caller noticed a different sound from the pump while loading a cartridge, indicating an issue with the piston retracting. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by replacing the pump, providing instructions for the customer to store and return the malfunctioning pump, and ensuring the customer understood how to program the new pump and connect it to the cgm. Customer reverted to an alternative method of insulin therapy.